Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that lost the controller and the stimulation is zapping patient to the point of tears, over the last 2 weeks. Sensation is lower back through the bladder. The caller said that they are at the healthcare provider office now. Caller went to check status with the front desk. Please note that there was a phone connection issue so agent ended call and attempted to call back left voicemail and when called second time the caller answered. Caller went to front desk and was told that they paged the local representative to come to office and turn implant off. When asked, caller said that the last time they used the controller was about two weeks ago at MRI facility trying to place into MRI mode however caller said that they weren't able to connect so patient did not have the MRI. Caller said that is the last time they saw the controller. Patient lost handset to turn therapy off. When asked, caller said patient hasn't had any falls. Patient to stay at physician's office.